Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple unacknowledged cs 128 call service replace battery alarms prior to pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked and the keypad cover was torn. During testing, the pump was powered on and the display screen appeared dim and faded. All of the keypad buttons were unresponsive to user presses. The keypad cover was removed, and contamination, as well as evidence of moisture ingress, was found under all button contacts. The pump case was removed and further evidence of moisture ingress was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump stopped working and insulin injections were being used. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.